Manufacturer narrative:
One probe was returned for failing to actuate and cut. The sample was visually inspected and found to be visually nonconforming as the needle was severely bent just above the stiffener. Actuation, aspiration, and cut testing was performed and deemed nonconforming. There was no movement of the cutter within the port. The probe was disassembled and the components inspected. There was significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is severely bent. There is slight wear at the bend area. There was approximately 20-30 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. Actuation and aspiration testing were performed after the disassembly and the testing was deemed conforming. For this complaint file, the final customer lot was identified. No anomalies were found during the device history record review. The product was released according to the product¿s acceptance criteria. The root cause appears to be from the severely bent condition of the needles. How and when the needle became bent cannot be determined from this complaint evaluation, but the bent condition of the needle indicated it was not a manufacturing issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter did not actuate and did not cut though the aspiration "was fine" during a procedure. The procedure was completed after replacing the product with another one. The product sample was retained. There is no harm to the patient. No additional information is available.